Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, guided the caller through the reset process, and the cgm error did not reoccur; the caller successfully started their sensor session.